Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. It was not returned for evaluation (B)(4). The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunctioned event which is associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. Patient information was not confirmed for this event.